Event description:
Pt had an anaphylactic reaction after undergoing a cystoscopy procedure with a scope that had been disinfected in disopa solution. Upon removal of the scope the pt experienced hives on face and arms, anaphylactic shock. Urticaria of face and arms and hypotensive.